Event description:
The customer reported to olympus, during preparation for use when the on-off button is pressed, the lamp turns on. When the on-off button for the lamp is turned on, it automatically turns the air on. The issue occurred during preparation for use for an unknown procedure. At the evaluation, it was determined there is a charred fuse component on the air conditioner inlet of the power supply, and the front lamp heat-sink and the front post got burnt. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. Additionally, the device evaluation found the front panel mouth is damaged, corrosion on front panel chassis/worn socket slider switch causing intermittent use of high intensity mode/non-olympus lamp life meter is reading at 300+hours, light output measured within range, and air pump not always turn on when turns on and off. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.